Event description:
It is reported foreign matter (white spots) event description: complaint from xxxxxx. The customer complained that white spots were found inside the syringe and trace of liquid was found in the syringe near the plunger. Prior to use.

Manufacturer narrative:
H11 -a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation (white spots): two samples were provided to our quality team for investigation. Our quality team conducted a thorough inspection of both devices. Two white dots¿identified as embedded bubbles¿were noted at the base of one syringe. A device history review was performed for lot 2412022, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported concern. It was determined the white bubbles generated due to a lack of compaction during the molding process, causing the material not to spread completely, creating the bubble as observed in the samples provide. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.